Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was seeing internal data lost screen over the weekend. Patient checked their smart programmer b/c they had noticed a symptom return and saw this message and is not able to clear it. Reviewed they will contact managing doctor and make arrangements to be seen by the rep if needed for programming. No known MRI or testing done recently.